Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl last night; she discovered that she was disconnected from her site. The patient was advised on the proper way to lock her set in place. The patient has since treated via manual insulin injection. Her blood glucose at the time of call was 478 mg/dl. The insulin pump was not returned for analysis.